Manufacturer narrative:
Block h6: imdrf code a06 captures the reportable event of loss of visualization.

Event description:
It was reported to boston scientific that an exalt model d controller was used in the duodenum during an endoscopic retrograde cholangio pancreatography procedure on (B)(6) 2025. During the procedure, the exalt model d controller shut down. It was reported that the connection from power cord to controller is faulty. The lights on the controller flicker when the controller is connected and it remains unresponsive. Procedure was completed with an alternative device. No patient complications were reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf code a06 captures the reportable event of loss of visualization correction: d4: lot number, expiration date, serial number and unique identifier (UDI) #. Device evaluation summary: the returned exalt model d controller was analyzed, passed all tests performed, and exhibited normal device characteristics. The power cable the customer provided was tested with the controller and showed no signs of failure or intermittency. The reported event was not confirmed. With all the available information, boston scientific concludes that the most probable cause is no problem detected.

Event description:
It was reported to boston scientific that an exalt model d controller was used in the duodenum during an endoscopic retrograde cholangio pancreatography procedure on (B)(6) 2025. During the procedure, the exalt model d controller shut down. It was reported that the connection from power cord to controller is faulty. The lights on the controller flicker when the controller is connected and it remains unresponsive. Procedure was completed with an alternative device. No patient complications were reported as a result of this event.